Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during multiple repositionings, caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right atrial lead, the surgeon needed to reposition the lead during placement attempts. After 5 attempts, it was found that the helix rotation system no longer responded to the surgeons rotation commands. Given the alleged malfunction, the physician chose to replace the product. Post procedure the patient remained stable and the attempted implant product was later returned for analysis.